Event description:
It was reported that the doctor indicated the screw of the abutment was fractured. The fractured portion was removed from the implant. Doctor replaced the abutment and finished the procedure.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information to supplement 0001038806-2018-00901. The following sections are being reported: adverse event or product problem: serious injury. Outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage (devices). Event: it was reported that the doctor indicated the screw of the abutment was fractured. The fractured portion was removed from the implant. Doctor replaced the abutment and finished the procedure. Expiration date: 31 jul 2022. Single use product: correction: no. Date rec¿d by MFR: 12 feb 2019. Type of reportable event: serious injury. If follow-up, what type: corrected data and device evaluation device evaluated by MFR: yes, evaluation summary attached. Device manufacture date: 31 jul 2017. The reported device was received for evaluation. Visual inspection identified that the abutment is fractured across the threads. The fractured bottom part of the abutment was not returned for inspection. The abutment had noticeable signs of wear due to usage around the head (hex feature) and the collar. The reported condition, "the screw of the abutment was fractured" is confirmed. A device history record (DHR) review for the reported lot was performed. No manufacturing nonconformities/deviation or material deficiencies were identified that could have caused or contributed to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Based on the available information, the product was within specifications and conforming when it left zimmer biomet. Complaint history review for the reported lot concluded that there are no other reported complaints with similar incident against the subject lot to date. A definitive root cause could not be identified. However, following probable causes as per the risk management file have been considered for abutment fracture include: excessive occlusal forces, imprecise tolerance stack up of mating components, exceeding torque recommendation and inadequate torque applied to the abutment or abutment screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw of the abutment (ilpc442) fractured inside of the implant. The fractured portion was able to be removed from the implant. The abutment was replaced and the procedure was finished.